Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, and had an appointment with their doctor or manufacturer representative on (B)(6) 2014. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had break out pain. The issue had been happening for one month or six weeks prior to 2014 (B)(6). The patient had been turning the stimulator up but the stimulation seemed to be on the inside of the leg and the pain was on the outside. If turned up too high, the stimulation was uncomfortable. The patient also noted the ¿my stim thing screen¿ was going out and it was four years old. The patient needed to meet with a manufacturer representative for reprogramming and to look at the hand held programming device. The patient stated, the appointment was on (B)(6). It was later reported that the patient met with the manufacturer representative on 2014 (B)(6). The patient stated, she was great. The manufacturer representative (rep) combined two programs into one program. It was working great and the patient had no breakthrough pain now that the stimulation was covering her pain. The patient stated, it was pain she always had but it had been breaking through the program she had available. The patient also noted she would be getting a new battery. The surgery had not been set up but the doctor was making arrangements. The rep checked the battery and stated it was fine but the patient was eligible for a new device. The patient had an issue with this device surging when she moved. The new device would resolve this issue. The doctor told the patient she could wait or if she wanted to replacement the implantable neurostimulator (ins) now she could. The patient was also told she could have her patient programmer replaced since it was so old and had ¿data issues¿ on the screen. The patient decided to wait since she was getting a new ins anyway and would get a new patient programmer at that time. About two weeks later, the patient called and reported ¿now¿ the device was ¿completely malfunctioning.¿ the patient was getting stimulation in her abdomen rather than her leg. The issue started a month prior to her visit with the manufacturer representative. The patient stated after further discussion with the doctor, the healthcare professional (hcp) decided that they would replace the patient¿s implant. The patient wanted to know when the revision would occur. The patient¿s status was unknown. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that implantable neurostimulator (ins) was replaced on (B)(6) 2014; this did not change or resolve the reported issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID ne u_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient needed to meet with a manufacturer representative because the implantable neurostimulator (ins) was ¿not functioning correctly.¿ there was a replacement planned for (B)(6), but in the meantime, it had been ¿malfunctioning¿ and was not addressing the pain. It was stimulating in ¿odd places¿ and was surging suddenly. There was a shocking or jolting sensation and a loss of therapeutic effect. Therapy was not working as expected. The patient was in this ¿terrible pain¿ because it was ¿not working right.¿ the patient wanted to see a manufacturer representative to adjust the device so it was not ¿so bad¿ until the surgery. The patient stated the doctor spoke with the manufacturer representative. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.